Event description:
The report received indicated that the intended procedure was a coronary angioplasty; however, when the nurse opened the stent package, the proximal section of the hypotube was broken. Additional information received indicated there were no kinks or other problems with the device or any problems with the packaging. The procedure was successfully conducted with another similar device.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states.